Event description:
The customer reported this right ventricular lead was explanted (capped) due to low impedances (measurements not available). The sales rep reported the extracted lead (segment) would not be returned for analysis; however to date, the lead (segment) has not been returned.

Manufacturer narrative:
The lead was capped, however, the sales rep states the lead (segment) will be returned for analysis. To date, the lead (segment) has not been returned, as a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.